Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and decreased pacing impedance measurements of 260 ohms to 280 ohms. Additionally, increased pacing threshold measurements of 3.0v @ 0.5 ms was observed. It was believed that an insulation failure from lead on lead abrasion from a previously abandoned right ventricular (rv) lead had occurred. An invasive revision procedure was performed and the ra lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.